Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved from the patient during the initial procedure? If not, please explain. What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? Which tissue was being sutured at the time the reported event occurred? Which component broke during use on the patient: the suture thread or the needle? What is the most current patient status? Our failure analysis lab received a wrong product with reference to this complaint, it was received: product code: vcp416 / product lot/batch: 10bdzj. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the delivery team reported a broken suture used during a case the previous night. The needle remained in the patient but was successfully removed. No adverse patient consequences were reported. Additional information was requested.